Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been in the hospital and experienced blood glucose of 600mg/dl. Customer stated that they have been trying to bolus and needed assistance with bolus wizard. Customer stated that there was discrepancy between bolus wizard and their insulin calculation. Customer was assisted with insulin pump sensitivity. Customer also stated that they were on another medication causing high blood glucose. The insulin pump will not be returned for analysis.